Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient experienced nausea followed by vomiting. Upon checking his continuous glucose monitor (cgm), he discovered that the sensor had failed and was not providing any glucose readings. A blood glucose (bg) meter test was performed, which returned a ¿high¿ reading; however, no specific value was documented. At the time, the patient was using a tandem insulin pump. In response to the elevated bg reading and symptoms, the patient¿s parent administered a 10-unit insulin injection and transported him to the emergency room (ER). Upon arrival at the ER, the patient¿s bg level was approximately 800 mg/dl. He was diagnosed with diabetic ketoacidosis (dka) and treated with an intravenous insulin drip. During hospitalization, the patient¿s bg level decreased to 341 mg/dl. He was discharged on (B)(6) 2025, and was reported to be feeling ¿fine¿ at the time of follow-up. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.